Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customers complaint was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the issue was due to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the ultrasonic probe was bent. The issue was found when the box was opened prior to a diagnostic bronchoscopy. The device was not used on a patient. There were no reports of patient harm.

Event description:
It was reported, that the ultrasonic probe was bent. The issue was found when the box was opened prior to a diagnostic bronchoscopy. The device was not used on a patient. There were no reports of patient harm.

Manufacturer narrative:
A supplemental report will be submitted when the investigation is completed or if additional information becomes available.